Manufacturer narrative:
(B)(4). The reported field event of no telemetry was confirmed in the laboratory. The device was received in backup vvi unipolar-tip mode due to checksum error. The device was tested on the bench and telemetry, battery current, pacing output and magnet response were normal. The internal arc marc may have been the result of external defibrillation but this could not be confirmed by field information. Therefore, the cause of the memory corruption was not determined. (B)(4).

Event description:
It was reported that the patient experienced a heart rate of 40 beats per minute. The pulse generator exhibited a loss of output and telemetry testing could not be performed. On (B)(6) 2016 the device was successfully explanted and replaced. The patient was stable post surgery.